Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging pump battery and a power source alert occurred. Customer changed cable to resolve the issue. Customer's blood glucose was within range (value not provided).